Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. The outer insulation had breached depression, was breached cut, had a white substance, and had cosmetic depression. The distal conductor was distorted. The proximal conductor had blood/body fluid (not obstructed). There was blood in/on the helix/lobe mechanism. There was tissue on the helix.

Event description:
The lead was returned to the manufacturer and subsequently tested out of specifications during the manufacturer's analysis. Follow-up information from the clinic disclosed that the atrial lead dislodged. The lead was replaced with a competitor product. No patient complications have been reported as a result of this event.